Manufacturer narrative:
(B)(4). Date sent: 09/21/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what was the initial surgical procedure? Exploratory lap. What ethicon devices were used? Proximate linear cutter 75mm and tx60 were there any difficulties with device during initial procedure? Unknown can a timeline of post-operative events be provided? Possibly could be provide by hospital reported to rep. Initial surgery (B)(6) 21 brought patient back to or (B)(6) 21. What was found during the reoperation? Jejunal mid staple line anastomosis leak. How was the issue addressed in reoperation? The patient was brought back to or anastomosis was repaired with proximate linear cutter 75mm and hand sewed. No future patient consequences reports.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the initial surgical procedure? What ethicon devices were used? Were there any difficulties with device during initial procedure? Can a timeline of post-operative events be provided? What was found during the reoperation? How was the issue addressed in reoperation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was brought back to the operating room post operative on (B)(6) 2021 for a jejunal mid staple line anastomosis leak. The surgeon was used a "gia75" stapler and had sewed the anastomosis and the procedure was completed with no patient consequences.